Event description:
The dealer alleges the main control box of the wheelchair appears to have shorted internally, or shorted to the ground inside and controller showed signs of heat and smoke damage. No injury reported.

Manufacturer narrative:
Device was returned and evaluated. Analysis indicates that failure of an electronic component within the motor controller has occurred. Failure resulted in damage in the internal circuitry within the controller and some damage to the connectors attaching externally. Extent of damage prevents exact root cause determination. While the event resulted in damage to the electrical connector's external to the control unit, malfunction of any component within the controller is not viewed as likely to cause injury. MDR filed based solely on the external damage observed. Motor controller housing is a metal enclosure. This controller was not covered under warranty at the time of the event.